Event description:
Based on additional information received on 07-mar- 2017, this case initially considered as non-serious was upgraded to serious as an important medical event of arthrosis was added. Also the suspect product was updated from synvisc one to synvisc. This solicited sponsored case was received on 11-feb- 2017 from a patient via patient support program. (B)(6). Study title: 2016 communispace patient community. This case involves an elderly female patient who initiated treatment with synvisc and later after unknown latency was hurt a bit more as the gel was released and a bit uncomfortable at first, more fluid was removed and treatment stopped working but the pain was still the same (device ineffective). The patient's relevant medical history, concomitant medications, past drugs or concurrent conditions was not reported. On an unspecified date, the patient initiated treatment with synvisc injection (dose, route, frequency, lot number, expiration, indication and route not reported). On an unspecified date after unknown latency, the patient was hurt a bit more as the gel was released while getting the injection. Patient reported that when she received the visco (gel) injection for the first time, it was like getting any other injection, except the needle was longer and this injection was like a bit uncomfortable at first then it no longer hurt. On unknown dates, after unknown latencies, patient had joint effusion and more fluid was removed. Patient finally had arthroscopy. Also patient's doctor referred the patient to a sports medicine specialist as her treatment stopped working but the pain was still the same (device ineffective) after unknown latency. Action taken: unknown. Corrective treatment: arthroscopy for more fluid removed; not reported for hurt a bit more as the gel was released and a bit uncomfortable at first. Outcome: unknown for more fluid removed, hurt a bit more as the gel was released, a bit uncomfortable at first. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: unknown for all events. Company causality: not associated for treatment stop working but my pain is still the same and associated for other events. Seriousness criteria:required intervention for more fluid removed. Additional information was received on 28-feb-2017. Ptc results were added and text amended accordingly. Additional information was received on 07-mar-2017 from a patient. Case was upgraded to serious. Suspect product was updated from synvisc one to synvisc. Additional events of more fluid was removed and treatment stopped working but the pain was still the same (device ineffective) were added along with details. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on 07-mar- 2017, this case initially considered as non-serious was upgraded to serious as an important medical event of arthrosis was added. Also the suspect product was updated from synvisc one to synvisc. This solicited sponsored case was received on 11-feb- 2017 from a patient via patient support program. (B)(6). (B)(4). This case involves an elderly female patient who initiated treatment with synvisc and later after unknown latency was hurt a bit more as the gel was released and a bit uncomfortable at first, more fluid was removed and treatment stopped working but the pain was still the same (device ineffective). The patient's relevant medical history, concomitant medications, past drugs or concurrent conditions was not reported. On an unspecified date, the patient initiated treatment with synvisc injection (dose, route, frequency, lot number, expiration, indication and route not reported). On an unspecified date after unknown latency, the patient was hurt a bit more as the gel was released while getting the injection. Patient reported that when she received the visco (gel) injection for the first time, it was like getting any other injection, except the needle was longer and this injection was like a bit uncomfortable at first then it no longer hurt. On unknown dates, after unknown latencies, patient had joint effusion and more fluid was removed. Patient finally had arthroscopy. Also patient's doctor referred the patient to a sports medicine specialist as her treatment stopped working but the pain was still the same (device ineffective) after unknown latency. Action taken: unknown. Corrective treatment: arthroscopy for more fluid removed; not reported for hurt a bit more as the gel was released and a bit uncomfortable at first. Outcome: unknown for more fluid removed, hurt a bit more as the gel was released, a bit uncomfortable at first. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: unknown for all events. Company causality: not associated for treatment stop working but my pain is still the same and associated for other events. Seriousness criteria:required intervention for more fluid removed. Additional information was received on 28-feb-2017. Ptc results were added and text amended accordingly. Additional information was received on 07-mar-2017 from a patient. Case was upgraded to serious. Suspect product was updated from synvisc one to synvisc. Additional events of more fluid was removed and treatment stopped working but the pain was still the same (device ineffective) were added along with details. Clinical course was updated and text was amended accordingly. Follow up information was received on 17-mar-2017. No new information received. Additional information was received on 27-mar-2017. The ptc results with upgraded seriousness were added and text amended accordingly.